Event description:
Bayer case number: (B)(4) pelvic pain [pelvic pain female], inflammatory diffuse arthralgia [inflammatory arthritis], headache [headache] , excessive sweating [excess sweating], dry eye [dry eye] , dry mouth [dry mouth] , genital dryness [genital dryness] , anxio depressive syndrome [anxiodepressive syndrome] , chronic ill [illness] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of maxillectomy in 2020 and upper extremity mass, drug allergy, drug intolerance, carpal tunnel syndrome, tonsillectomy, appendectomy, salivary gland calculus, atrial fibrillation, tachycardia, spontaneous abortion and parity 1. Concurrent conditions were listed as fibromyalgia and paresthesia. The only concomitant product mentioned was isoptine (verapamil hydrochloride). On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), arthritis ("inflammatory diffuse arthralgia"), headache ("headache"), hyperhidrosis ("excessive sweating"), dry eye ("dry eye"), dry mouth ("dry mouth"), genital dryness ("genital dryness"), mixed anxiety and depressive disorder ("anxio depressive syndrome") and illness ("chronic ill"). The patient was treated with corticoidex (dexamethasone sodium phosphate), methotrexate (methotrexate sodium), duloxetine (duloxetine hydrochloride), ketamine (ketamine hydrochloride), magnesium (magnesium oxide), calcium (calcium gluconate) and vitamin d nos as well as surgery (bilateral total salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for pelvic pain, arthritis, headache, hyperhidrosis, dry mouth, genital dryness, mixed anxiety and depressive disorder and illness were unknown. The reporter considered arthritis, dry eye, dry mouth, genital dryness, headache, hyperhidrosis, illness, mixed anxiety and depressive disorder and pelvic pain to be related to essure administration. The reporter commented: insertion details: 3 visible coils on the right side, 4 visible coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.892 kg/sqm. [Magnetic resonance imaging] on (B)(6) 2019: probable paraganglionic tumor (right side) > tumor of carotid body (right side) on CT-scan. [Positron emission tomogram] (date unknown): rhizomelic pseudo arthritis (polymyalgia rheumatica). [Radioisotope scan] on (B)(6) 2019: suspected tumor next to right jugular vein > no final fixation. [X-ray] in 2024: no anomaly. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain female] , inflammatory diffuse arthralgia [inflammatory arthritis], headache [headache] , excessive sweating [excess sweating] , dry eye [dry eye] , dry mouth [dry mouth] , genital dryness [genital dryness] , anxio depressive syndrome [anxiodepressive syndrome], chronic ill [illness] , asthenia [asthenia] , frequent awakening during night [nocturnal awakening] , concentration difficulties [concentration impairment] , sleep apnea syndrome suspected [sleep apnea syndrome] , jugulo-carotid mass on the right [carotid body tumor] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of maxillectomy in 2020 and upper extremity mass, drug allergy, drug intolerance, carpal tunnel syndrome, tonsillectomy, appendectomy, salivary gland calculus, atrial fibrillation, tachycardia, spontaneous abortion and parity 1. Concurrent conditions were listed as fibromyalgia and paresthesia. The only concomitant product mentioned was isoptine (verapamil hydrochloride). On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced pelvic pain (seriousness criterion intervention required), arthritis ("inflammatory diffuse arthralgia"), headache ("headache"), hyperhidrosis ("excessive sweating"), dry eye ("dry eye"), dry mouth ("dry mouth"), genital dryness ("genital dryness"), mixed anxiety and depressive disorder ("anxio depressive syndrome"), illness ("chronic ill"), asthenia ("asthenia"), middle insomnia ("frequent awakening during night"), disturbance in attention ("concentration difficulties") and sleep apnoea syndrome ("sleep apnea syndrome suspected") and was found to have paraganglion neoplasm ("jugulo-carotid mass on the right"). The patient was treated with corticoidex (dexamethasone sodium phosphate), methotrexate (methotrexate sodium), duloxetine (duloxetine hydrochloride), ketamine (ketamine hydrochloride), magnesium (magnesium oxide), calcium (calcium gluconate) and vitamin d nos as well as surgery (bilateral total salpingectomy and (B)(6) 2020 left sub maxillectomy). At the time of the report, the outcomes for pelvic pain, arthritis, headache, hyperhidrosis, dry mouth, genital dryness, mixed anxiety and depressive disorder, illness, asthenia, middle insomnia and sleep apnoea syndrome were unknown. The reporter considered arthritis, asthenia, disturbance in attention, dry eye, dry mouth, genital dryness, headache, hyperhidrosis, illness, middle insomnia, mixed anxiety and depressive disorder, paraganglion neoplasm, pelvic pain and sleep apnoea syndrome to be related to essure administration. The reporter commented: insertion details: 3 visible coils on the right side, 4 visible coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.892 kg/sqm. [Magnetic resonance imaging] on (B)(6) 2019: probable paraganglionic tumor (right side) > tumor of carotid body (right side) on CT-scan. [Positron emission tomogram] (date unknown): rhizomelic pseudo arthritis (polymyalgia rheumatica). [Radioisotope scan] on (B)(6) 2019: suspected tumor next to right jugular vein > no final fixation [x-ray] in 2024: no anomaly. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-apr-2026: quality safety evaluation of product technical complaint. Upon internal review events asthenia, frequent awakening during night, concentration difficulties, sleep apnea syndrome & jugulo-carotid mass were added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.